Manufacturer narrative:
(B)(4).

Event description:
It was reported during an in-clinic follow-up, the device was found in backup vvi mode. The device was explanted and replaced. The patient condition was good before, during, and after the replacement.